Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the lcd screen was found to be blank. The lcd ribbon cable was found to be disconnected. The lcd ribbon cable was re-attached to address the issue.